Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code as well as several ventilator service required error codes relating to the pressure and flow sensors were found in the device's error log. The system and central processing unit (cpu) board need to be replaced to the resolve the issue. No repairs were performed. The unit has been scrapped.